Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump is over delivering insulin. The customer's blood glucose was 215 mg/dl. The customer also noticed a noise produced a clicking sound after giving a bolus and same sound when the insulin pump is not doing anything. The customer also reported that the insulin is dripping from the end of the tubing. The customer also noticed that the insulin pump had a crack at the back near the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing display window/cover, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The insulin pump history download was successful using thus and carelink upload was successful. The customer bolus wizard were recorded and found in the formatted history file on the event date: (B)(6) 2021. (B)(6) 2021 09:46:58.000 normal bolus delivered normal bolus amount programmed = 3.1 bolus amount delivered = 3.1 (B)(6) 2021 12:46:48.000 normal bolus delivered normal bolus amount programmed = 15.1 bolus amount delivered = 15.1 (B)(6) 2021 13:17:54.000 normal bolus delivered normal bolus amount programmed = 12 bolus amount delivered = 12 (B)(6) 2021 19:39:12.00normal bolus delivered normal bolus amount programmed = 5.7 bolus amount delivered = 5.7 (B)(6) 2021 20:42:22.000 normal bolus delivered normal bolus amount programmed = 2.6 bolus amount delivered = 2.6 (B)(6) 2021 21:35:20.000 normal bolus delivered normal bolus amount programmed = 1.6 bolus amount delivered = 1.6; (B)(6) 2021 21:52:22.000 normal bolus delivered normal bolus amount programmed = 2.1 bolus amount delivered = 2.1 (B)(6) 2021 21:56:55.000 normal bolus delivered normal bolus amount programmed = 0.3 bolus amount delivered = 0.3 (B)(6) 2021 22:58:40.000 normal bolus delivered normal bolus amount programmed = 1.3 bolus amount delivered = 1.3. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The insulin pump primed properly. No unexpected noise anomaly noted during bolus delivery noted. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed all the functional test. The insulin pump functions properly. No under delivery anomaly or bolus anomaly noted. The insulin pump primed properly. No unexpected noise anomaly noted during bolus delivery noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering. Customer alleged insulin pump was over delivering because customer had low blood of 62 mg/dl and insulin pump continued to give more insulin. Customer had experienced low blood glucose level and treated with food. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.